Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 26sep2022 the review of files of this event type was completed. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a pump pocket and driveline bacterial infection. The patient was readmitted. The culture was identified as staphylococcus caprae. On (B)(6) 2020 the patient experienced major bleeding from the pump pocket. The patient received less than 4 units of packed red blood cells over 24 hours. Anticoagulant therapy (warfarin, heparin) was performed at time of event. The cause of major bleeding was believed to be related to implant procedure as the patient received blood transfusion during drainage surgery for pump pocket infection.

Manufacturer narrative:
Section b5, h3: additional information. Section b3, d10: correction. Manufacturer's investigation conclusion: incidental findings: visual inspection of the driveline potting inside the pump outlet housing (interior of the cable boss) noted that the potting had an opaque, reddish color and smooth surface. There was no evidence of fluid ingress into the surrounding space. The issue appeared to only be cosmetic and the cause could not be conclusively determined. A specific cause for the reported infection could not be conclusively determined through this investigation. The evaluation of (B)(6) did not reveal any device-related issues. The pump was returned with the driveline cut approximately 1.0¿ from the pump body. Severed portions of driveline measuring approximately 2.75¿, 4.75¿, and 29.75¿ were also returned for evaluation. The sealed inflow conduit and sealed outflow graft were returned and were secured to their respective pump ports. Examination of the pump blood-contacting surfaces revealed no depositions or thrombus formations. The rotor, bearings, and other blood-contacting surfaces were viewed under a microscope. No anomalies were noted. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The implant kit shipped on 12oct2017. The heartmate ii left ventricular assist system instructions for use lists infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document, as well as the heartmate ii left ventricular assist system patient handbook, provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the infection was related to pump pocket and driveline. The date of admission was (B)(6)2020 and it was noted that staphylococcus caprae was found. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate ii left ventricular assist system instructions for use lists infection and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Instructions regarding preventing infection are outlined in various sections of this document. Section 6 ¿patient care and management¿ (under "anticoagulation") contains information regarding the recommended anticoagulation therapy and inr range that should be maintained for patients using the device as well as the recommended anticoagulation modifications in the event there is a risk of bleeding. The heartmate ii left ventricular assist system patient handbook contains instructions on preventing infection. Hm ii percutaneous cable, p/n 105016, describes the methods and acceptance criteria for quality assurance incoming visual inspection of the hm ii percutaneous cable. Percutaneous cable 105016, heartmate ii, defines additional supplier requirements relating to purchase orders of the heartmate ii percutaneous cable. Hm ii pump, g2.3 outlet stator/outlet housing and cable/aft housing assemblies, describes the procedure to be followed to assemble the cable/aft housing assembly. Hm ii pump, cable boss helium leak test, describes the procedure to be followed to perform the heartmate ii pump cable boss helium leak test. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient heartmate ii was explanted due to persistent infection. The patient was implanted with heartware ventricular assist device on (B)(6) 2020.